Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 300 to 400 mg/dl and 218 mg/dl. Customer stated they was hospitalized for non-diabetes reason. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering. Customer stated auto mode feature was not active at the time of incident. Customer stated insulin pump had insulin flow block alarm and crack to retainer ring. Customer stated reservoir was able to lock in place. The insulin pump will not and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).